Event description:
It was reported that the patient presented to the hospital for a scheduled generator exchange. Interrogation of the generator revealed the right atrial (ra) lead exhibiting noise over-sensing causing inappropriate automated mode switch (ams) episodes. During the procedure, the physician visually confirmed that the ra lead insulation was eroded. The ra lead was repaired with a lead repair kit and was connected to the new generator with no issue. The patient was discharged with no reports of adverse consequences.